Event description:
Patient states that pump indicated a threshold suspend despite having a normal blood sugar. Pump began to alert that blood sugar was 40. When checked via contour next, blood sugar was within normal range. This has occurred at least twice. Since (B)(6) 2016, patient states that approximately 3 dozen infusion sets have bent upon insertion. The needle sets tend to fall out before change due date. Patient states that at least 12 syringe needles have been bent in the last three months.